Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the staples were not formed correctly. Used a device of a different product code to complete the procedure. There was no pt consequence.